Event description:
Additional information confirmed that the pump and catheter had both been explanted. No other details were provided.

Event description:
It was reported that there was no alleged product issue, other or unknown product issue; there was drainage/incisional wound opening at pump pocket site. It was noted that there was a (B)(6) 2013 planned explant of pump and catheter but it had not yet taken place. No diagnostics or troubleshooting was performed as it ¿was not required.¿ the device system was used to infuse compounded baclofen. The patient ¿healed appropriately¿ after a catheter revision surgery (see manufacturer report 3004209178-2013-12937) the patient noticed ¿a little drainage¿ a week before the initial report. Went to the ER (emergency room) and was given an antibiotic, the specifics were not reported. It was noted that the patient did not follow with the implanting surgeon or pump managing physician. There was a routine program appointment on the day of initial report. The pump rate was reduced and the patient was referred to the implanting physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information: the patient had experienced spasticity. The cause of the drainage at the pump pocket was a staphylococcus aureus infection. There was no troubleshooting done. The infected pump was explanted on (B)(6) 2013 and was not replaced. It was noted that the patient was doing ¿good¿ now.the patient was receiving intrathecal lioresal and was also taking oral baclofen at the time of the event. The start of the baclofen intrathecal treatment was (B)(6) 2013 and was ongoing. There were no other medications in the pump at the time of the event.

Manufacturer narrative:
(B)(4).